Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged break in the pta balloon catheter was identified during the first inflation. There was no reported retraction difficulty through the sheath. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: the sample was returned used. The balloon appeared to have been previously inflated. Bunching was noted throughout the length of the balloon and to the catheter just proximal to the balloon glue joint. No anomalies were noted to the catheter. Functional/performance evaluation:the patency of the guidewire lumen was tested, and it passed without issue. With the guidewire in place, an attempt was then made to insert the device into an in-house 7fr introducer sheath. The balloon was unable to be inserted through the introducer sheath. An attempt was made to refold the balloon using a refold tool; however, the balloon was unable to be refolded due to the bunching of the balloon. An attempt was made to inflate the balloon with water. The balloon inflated to nominal pressure and rbp (24atm) without issues. The balloon then deflated without issues. This test was repeated two additional times, which were both successful. No leaks or any other issues were identified. Conclusion:the investigation is unconfirmed for a break in the catheter, as no breaks were present on the returned device and the balloon was able to be inflated and deflated without issue. The investigation is inconclusive for difficulty inserting the balloon through the introducer sheath, as functional testing could not be performed due to the poor sample condition (i.e. Bunched balloon). Per the reported event details, a 6fr introducer sheath was used with the pta catheter. Per device labeling, the recommended sheath size for this device is 7fr. It is possible that the use of the device within a smaller sheath size than indicated, contributed to bunching of the catheter which the user likely perceived as a break in the catheter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Use of the conquest pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Conquest pta dilatation catheter brochure: the recommended sheath size for this sized device is 7fr. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.